Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose (bg) was 568 mg/dl. Customer required assistance addressing bg level with a manual injection. Reportedly the customer continued to use the pump for insulin therapy.